Event description:
It was reported that device was explanted and replaced due to ventricular noise and oversensing. The patient was stable after the event.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.